Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Sample evaluation: on the basis of the returned stent graft delivery system, the alleged deployment failure could be confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt, which subsequently resulted in an outer catheter fracture. No indication was found for a manufacturing related cause. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, an image/photo review could not be performed. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported indication represents an off label use of the device. Based on the IFU supplied with this product fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries. Conclusion summary: as a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported event represents an off label use of the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during implantation of a vascular stent graft in the left a. Renalis, the vascular stent graft allegedly could not be released from the delivery system. The procedure was successfully completed using another vascular stent graft. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Sample evaluation: on the basis of the returned stent graft delivery system, the alleged deployment failure could be confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt, which subsequently resulted in an outer catheter fracture. No indication was found for a manufacturing related cause. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, an image/photo review could not be performed. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported indication represents an off label use of the device. Based on the IFU supplied with this product fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries. Conclusion summary: as a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported event represents an off label use of the device. The catalog number identified has not been cleared in the us, but is similar to the fluency plus vascular stent products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during implantation of a vascular stent graft in the left a. Renalis, the vascular stent graft allegedly could not be released from the delivery system. The procedure was successfully completed using another vascular stent graft. There was no patient injury reported.

Manufacturer narrative:
The previously submitted supplemental emdr inaccurately reported the date of (B)(6) 2017. The date on the supplemental should have been reported as (B)(6) 2018. Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Sample evaluation: on the basis of the returned stent graft delivery system, the alleged deployment failure could be confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt, which subsequently resulted in an outer catheter fracture. No indication was found for a manufacturing related cause. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, an image/photo review could not be performed. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The reported indication represents an off label use of the device. Based on the IFU supplied with this product fluency plus vascular stent graft is indicated for use in the iliac and femoral arteries. Conclusion summary: as a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported event represents an off label use of the device. The catalog number identified has not been cleared in the us, but is similar to the fluency plus vascular stent products that are cleared in the us. The 510 k number and pro code for the fluency plus vascular stent products are identified. Accordingly, this event has been determined to be MDR reportable. (B)(4).

Event description:
It was reported that during implantation of a vascular stent graft in the left a. Renalis, the vascular stent graft allegedly could not be released from the delivery system. The procedure was successfully completed using another vascular stent graft. There was no patient injury reported.